Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of mg/dl 20 mg/dl. Customer feel ok to troubleshoot. Customer has been using insulin pump system within 48 hours of reported low bg event. Drive support was not mentioned. Customer blood glucose reading at the time of incident was 20 mg/dl. Current blood glucose reading is 75 mg/dl. Customer low blood glucose reading was treated with food. Customer states the most recent set change was: march 22, 2018. The insulin pump did not over deliver. Customer was advised to call their healthcare provider. The product was not returned.